Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported a right side "contracture and breast stiffening", "nodule" and "seeing information circulating on the internet about natrelle prostheses, which have taken away his peace and sleep". Device remains implanted.

Event description:
Healthcare professional later reported, right side capsular contracture, baker grade iii. And "undulation". Device remains implanted.